Event description:
A caller reported that the t:slim x2 pump battery was not charging, with the screen remaining dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using different adapters, but the issue persisted. Tandem technical support approved a replacement, advising the customer to allow the pump¿s battery to deplete before returning it. A replacement pump was sent with instructions for receipt and return of the defective unit.